Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium since (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety, abdominal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown and the migraine and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date as (B)(6) , essure in 2011. She received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal bleeding, bladder disorder, urinary tract disorder, dysmenorrhea, fatigue, migraine, discrepancy noted for essure confirmation test hysterosalpingogram date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received: newly added events- female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, menstrual cramp, fatigue, vaginal discharge and low back pain. Outcome of events- vaginal bleeding were updated. Essure insertion date and lab data were updated, concomitant drug was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since january 2011 and paracetamol (acetaminophen) since january 2011. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date as jan-2012, essure in 2011. She received treatment for pelvic/ abdominal, chronic, menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure implant date updated. Events- general abnormal bleeding and abdominal pain added. Event outcome updated for: physical pain/pelvic pain/chronic. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date as (B)(6) 2012, essure in 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: plaintiff fact sheet and medical records received. Event pelvic pain made incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Outcome of event pelvic pain were updated. Device category changed from device other event to incident. Reporter information were added. On 20-aug-2019: plaintiff fact sheet and mr received, patient demographic and historical and lab data were added follow-up 2nd and 3rd process together. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.